Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-50, serial#: (B)(4), description: infinion cx 50 cm lead; model#: sc-1132 lot#: 158137 description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the anchor site which was caused by lead anchor eroding through the skin following a weight loss. Symptoms were redness, swelling and tenderness along the track of the leads from midline to pocket. Infection was not device related and no device malfunction was suspected. The patient was prescribed antibiotics. The patient underwent an explant procedure.